Manufacturer narrative:
A ge representative evaluated the system and replaced the transmitter and receiver cables. The ge representative attached the receiver to the head piece and energized the system, selected an old patient file and stepped through the calibration process with no errors. This was completed several times to verify proper system operation.

Event description:
The customer reported the system tracking was off by 3 to 4 millimeters. No patient injury was reported.